Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had broken pieces. The customer reported that the sensor was broken apart. The customer reported that the sensor needle was sticking out. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.